Manufacturer narrative:
Investigation: bd was able to verify from the returned sample white points that may have originated from the packaging. Although no foreign matter records were found in the batch history analyzes and in the records of non-conformity or corrective maintenance for the claimed batch, as a possible cause of this defect would have originated from the raw material.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the package was opened, white micro particles were observed outside the catheter. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when the package was opened, white micro particles were observed outside the catheter. Information received by email on 3/22/2019: the incident was noticed in the moment that the package was opened. There was no damage to the patient/health professional. The white particles was identified inside the plastic package, above the shield.

Manufacturer narrative:
Correction: d3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the package was opened, white micro particles were observed outside the catheter. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: when the package was opened, white micro particles were observed outside the catheter. Information received by email on 3/22/2019: the incident was noticed in the moment that the package was opened. There was no damage to the patient/health professional. The white particles was identified inside the plastic package, above the shield.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the package was opened, white micro particles were observed outside the catheter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when the package was opened, white micro particles were observed outside the catheter. Information received by email on 3/22/2019: the incident was noticed in the moment that the package was opened. There was no damage to the patient/health professional. The white particles was identified inside the plastic package, above the shield.